Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that issue with 3 sensor first was fell out and second had bleeding and eventually asked to change sensor and third was spring for needle released before without even using the inserter lot. No harm requiring medical intervention was reported. The device will not be returned for analysis.